Event description:
Customer reported being unable to enter patient data into the system or pull up an image. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced software. System operates as intended.